Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable casue of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked back into the pump. The following was rpt'd on 8/12/97: the pump alarmed "helium leak". The pump would not autofill. Blood was noted in the tubing. Event complications: unk - rpt'd 7/8/97; none - rpt'd 8/21/97. Pt current status: expired 7/6/97 - rpt'd 8/12.